Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-03351 /-07496 /-07497).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, leg length discrepancy, dysfunction, loss of range of motion, squeaking noise, bone and tissue damage and metallosis. Subsequently, patient underwent a revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2013 due to loosening of the acetabular cup. Revision operative report noted the presence of clear fluid, metal stained tissue, cyst, and a defect of the posterior acetabular wall. The modular head, taper adapter and acetabular cup were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, leg length discrepancy, dysfunction, loss of range of motion, squeaking noise, bone and tissue damage and metallosis. Subsequently, patient underwent a revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.